Manufacturer narrative:
This event occurred in (B)(6) 2018. Medwatch # (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented nitroglycerin set leaked. This was noted after infusion of paclitaxel when the reporter "slipped on something wet on the floor". There was no report of injury or medical intervention associated with this event. No additional information is available.